Event description:
Paramedics attempted to administer a defibrillator shock using the external paddles to a pt diagnosed in ventricular fibrillation during ambulance transport. The device allegedly failed to discharge when the shock buttons were pressed. A precordinal thump was administered to the pt. The pt was subsequently diagnosed as asystolic. The pt was not resuscitated. A medtronic clinical specialist evaluated the reported event and concluded that the device did not likely cause or contribute to the pt's outcome. This opinion was based on recorded ECG data which indicates the pt had a non shockable ECG rhythm.